Event description:
As reported by edwards lifesciences affiliate in netherlands, the balloon of an intraclude device model icf100 broke leading to leakage halfway through the procedure without manipulation, when the device had been placed and fully inflated in distal aorta ascendens for more than 30 min. As reported, 25ml of sterile saline were used to verify inflation and balloon shape during device preparation. The usual 23f introducer with side port was used to introduce the intraclude and no resistance was felt. Reportedly, the balloon was replaced with no consequences for the patient and another intraclude was used in place.

Manufacturer narrative:
Added information to section a1 (patient identifier), b7 and d9 (device availability). Updated information to section h6 (device code(s): the code "1546 - material rupture" was replaced by "2923 - device dislodged or dislocated"; and h6 (type of investigation): the code "4114 - device not returned" was replaced by "10 - testing of actual/suspected device." H11. Additional narrative/data: the device was returned to edwards for further evaluation. Customer complaint of balloon issue was confirmed; however, balloon was intact. The intraclude balloon inflated but did not maintain inflation due to interlumen leakage between the balloon pressure line and the ao root pressure line. X-ray revealed that the core wire had dislodged from the intraclude hub. All other through lumens were found to be patent without any leakage or occlusion. No other visual damage or other abnormalities were found. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H11: additional manufacturer narrative: the device was not returned for evaluation, as the device request is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that the balloon of an intraclude device model icf100 broke halfway through the procedure without manipulation. Reportedly, the balloon was replaced with no consequences for the patient.

Manufacturer narrative:
Added information to section h6 (device code(s), type of investigation) and updated information in section h6 (investigation findings and investigation conclusions). Corrected data in section h6 (component code): the code "419 - balloon" was removed and replaced by "4729 - catheter hub". H11. Additional narrative/data: the device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Based on supplier communication, as part of the manufacturing process check, the supplier performs a 100% leak test to identify any potential leakages. Therefore, it is unlikely that an interlumen leakage present at that time would have gone undetected, as the product would have been rejected as defective. Based on the information available, the complaint of leakage was confirmed through product evaluation. However, the balloon was noted to be intact and there was an interlumen leakage between the balloon pressure line and the ao root pressure line. Additionally, on x-ray visualization it was noted that the core wire had dislodged from the intraclude hub. It is unknown at what point during use the core wire dislodged; however, it likely occurred during handling, preparation or use of the device. Although a definitive root cause of the leakage cannot be conclusively determined, it is likely that the core wire dislodging during handling and/or use contributed to the interlumen leakage noted during product evaluation. The intraclude balloon was noted to be intact, and the interlumen leak led to the balloon not being able to maintain inflation. An edwards/supplier manufacturing defect has not been confirmed.

Event description:
As reported by edwards lifesciences affiliate in netherlands, the balloon of an intraclude device model icf100 broke leading to leakage halfway through the procedure without manipulation, when the device had been placed and fully inflated in distal aorta ascendens for more than 30 min. Without manipulation. As reported, 25ml of sterile saline were used to verify inflation and balloon shape during device preparation. The usual 23f introducer with side port was used to introduce the intraclude and no resistance was felt. Reportedly, the balloon was replaced with no consequences for the patient and another intraclude was used in place. The patient was noted as to be discharged home.